Event description:
It was reported that the user experienced hyperglycemia while not connected to the ilet pump following a recent hospitalization and after a meal, and they administered subcutaneous insulin via pen to correct. Symptoms included elevated blood glucose with a reported peak of 300 mg/dl. Outcomes included transient impact requiring self-management and correction without medical intervention or assistance. Investigation included complaint intake, troubleshooting, and education. Investigation of this case revealed no device alerts or alarms because the pump was not in use, and no device malfunction was identified; the event was attributed to hyperglycemia with cause unclear given meal intake and pump disconnection. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.